Event description:
A call was received from an ethicon employee, who stated that she was told a by a surgeon that he had a patient who developed a rash after having an unknown depuy mitek metal anchor implanted.